Event description:
On (B)(6) 2022 the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprostheses. It was noted that the patient's aortic neck was highly angulated and that the device was placed high on purpose. Deployment was performed and the contralateral leg gate was cannulated. The device was constrained and pulled down slightly. As the device was being constrained, it was reported that the leading olive tip retracted into the center of the graft. One side of the graft remained upright while the other side of the graft folded in on itself. The device was reopened and it was reported that parallax was no longer visualized. The device was constrained and it was reported that the leading olive tip again retracted into the graft and one side of the graft was pulled down and folded in on itself. The device was fully deployed and it was reported that the top stent row was not aligned. A proximal type I endoleak was noted. An aortic extender component was implanted proximally and the endoleak was successfully treated. There were no reported patient adverse events. There were no further reported issues. The patient tolerated the procedure.

Manufacturer narrative:
Patient weight: this information has been requested, but has not yet been provided to gore. Other relevant history, including preexisting medical conditions: this information has been requested, but has not yet been provided to gore . Concomitant medical products and therapy dates: this information has been requested, but has not yet been provided to gore. Type of investigation: the device remains implanted, and the delivery catheter was discarded at the facility. An analysis of relevant data will be performed in view of supporting the identification of possible causes of the event.

Manufacturer narrative:
G.4. PMA/510(k) number added. H.6. Investigation findings: code 213 - an analysis of relevant data was performed in view of supporting the identification of possible causes of the event. The device evaluation performed by engineering stated the following: the cxt281412 gore® excluder® conformable aaa endoprosthesis lot/serial: (B)(6) was not returned for analysis, nor were any images provided for an engineering evaluation. Because no device or device images were available by which to perform an engineering evaluation, no manufacturing deficiencies could be identified and the observations in the event description could not be confirmed. According to the gore® excluder® conformable aaa endoprosthesis instructions for use, indications for use and appropriate anatomy for use of the trunk-ipsilateral leg endoprosthesis includes a proximal aortic neck angulation of less than or equal to 60°. The safety and effectiveness of the gore® excluder® conformable aaa endoprosthesis have not been evaluated in the following patient populations: patients with less than 15 mm in length or >60° angulation of the proximal aortic neck. H.6. Investigation findings: code 3233 updated to code 213. H.6. Investigation conclusions: code 11 updated to code 4315.